Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was elevated; however, the exact value was not provided. Customer addressed bg with manual injections. Additionally, customer reported bg in the 50's mg/dl. The cause of low bg was unknown. Reportedly, the cartridge and infusion set were changed to address the event. At the time of report bg was 306 mg/dl.